Manufacturer narrative:
An event of dyspnea and explant of the valve due to calcification was reported. It was also reported that the patient died a few weeks after explant due to endocarditis on the new implant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
In (B)(6) 2014, a trifecta valve was implanted. The patient presented with dyspnea. On (B)(6) 2019, the device was explanted due to calcification. The device was replaced with an edwards magna ease. A few weeks later the patient died due to endocarditis on the newly implanted device.